Event description:
It was reported that a user was found unresponsive at home with a prolonged low glucose event while using the ilet system; ems measured a blood glucose of 27 mg/dl and administered intravenous dextrose (¿sugar water¿), after which glucose rose, and the user remained at home; the user had announced a late-night meal and later disconnected the pump, and subsequent training indicated the likely use of novolin instead of novolog. Symptoms included hypoglycemia and loss of consciousness. Outcomes included a serious injury that required unexpected medical intervention with medication. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial